Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer states the user alleges the chair has an intermittent operation of the joystick.